Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was not able rewind. Customer blood glucose reading was 3.7 mmol/l. The insulin pump alarmed several pump error but there were no troubleshoot for them. Customer parent was advised to use a pen for treatment. Insulin pump will be returning for analysis.

Manufacturer narrative:
Unit received with constant pump error 130 due to unlocked motor connector noted on the printed circuit board. Unable to download detail files and verify pump 42, 43, and 82 due to constant pump error 130. Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test due to pump error 130. Unit received with cracked retainer, minor scratched display window and scratched case.